Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen with blue box saying enter password. The technical support specialist (tss) dialed into the system, logged in as care fusion admin and confirmed no black screen was displayed. Tss then verified the event logs and could not identify any malfunction events. Tss then rebooted the system and ensured that the medication application launched successfully. Customer confirmed that the monitor worked properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es during a procedure, the system displayed a black screen with a blue box prompting for a password. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.